Event description:
In 2009, pt had successful implant of a 28-16-140bl bifurcated device, a 34-34-80l infrarenal proximal extension, and a 34-34-100rl suprarenal cuff. During a f/u visit, m2s showed a distal leak. Five months later, the pt was brought back to treat, however, pre-op angiogram revealed no endoleak. The distal limb was ballooned as a precaution. No endoleak was detected and the pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. During a f/u visit, it was thought that there was a distal endoleak, however, upon angiogram, it was noted that there was no endoleak present.